Manufacturer narrative:
Updated fields: d8, d9, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to a broken charge coupled device there was no image. The device evaluation found water tightness lost due to damaged cable unit. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head malfunctioned prior to a therapeutic cystoscopy when the surgeon connected the subject device. It was noticed the image went blurry and a black ¿half image¿ on the screen monitor. There was no report of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunctioned prior to a therapeutic cystoscopy when the surgeon connected the subject device. It was noticed the image went blurry and a black ¿half image¿ on the screen monitor. There was no report of patient harm associated with the event.